Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 27x1/2 rb has experienced of leakage and cracked needle hubs during use. Five occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: it was reported that the tips leak repeatedly. It was also reported that there was a crack in the hub of the needle. Tips repetitively leak; have had at least 5 so far.

Manufacturer narrative:
H.6. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a needle hub assembly attached to a syringe laying on a piece of paper. The words ¿hub cracked¿ are written on the paper with an arrow pointing to the needle hub assembly. Based on the photo a crack is not visible in the needle hub assembly nor is there evidence of leakage. Based on the investigation conclusion the conditions reported by the customer could not be confirmed nor could these symptoms be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It has been reported that the needle 27x1/2 rb has experienced of leakage and cracked needle hubs during use. Five occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: it was reported that the tips leak repeatedly. It was also reported that there was a crack in the hub of the needle. Tips repetitively leak; have had at least 5 so far.